Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to exposed pulse wires in the cable connecting ECG "a" and the front therapy electrode. The exposed wires were shorting to the dn pca. The root cause for the exposed wires was unable to be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the electrode belt was causing adjust belt messages.